Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the left ventricle (lv) lead was slightly withdrawn, causing the threshold values to increase. The device was explanted on (B)(6) 2019. No adverse effects were reported. An inquiry was sent as to whether the lead would be return. No further information was provided.